Event description:
The customer reported the coulter lh 500 hematology analyzer had a leak of approximately two milliliters of blue colored liquid, thought to be clenz, coming from around the blood sampling valve probe that leaked out to the floor. The leak was not contained and the customer could not identify the source of the leak. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched for this event. The field service engineer (fse), replaced a leaking blood sample valve (bsv) rinse block, resolving issue. The instrument was returned into operation after completion of repairs. The cause of the event was a leaking bsv. No discrepant results were generated for this event; however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).